Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse identified a seized dop pump (dilution out pump). The advia 1800 system uses a dip pump (dilution in pump) to aspirate sample and dop to dispense the aspirated sample. The seized pump caused insufficient sample to be dispensed into the dilution cuvette. The problem was resolved by replacing the failed pump. The cse tested the fix by running a wash2 cycle followed by the customer running quality control (qc). There were no additional issues and all qc's were within expected values. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. Siemens headquarters support center (hsc) investigated the issue and determined the cause for the discordant results was due to a seized dop pump. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
The customer alleged that discordant patient results were obtained on advia 1800 analyzer for multiple assays. The initial results were not reported to the physician(s). The customer performed repeat testing and the results were considered correct and reported to the physician(s). The customer did not provide data. There are no known reports of patient intervention or adverse health consequences due to the alleged discordant results. Siemens is filing this report conservatively as it is unknown if the described event presents a potential for injury.

Manufacturer narrative:
The initial MDR 2432235-2019-00302 was filed on 27-aug-2019. Additional information (28-oct-2019): the customer communicated the discordant patient results obtained on the advia 1800 analyzer. Sections b5 and b6 were updated to reflect the additional information. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Additional information (28-oct-2019): five discordant, falsely depressed carbon dioxide (co2_c) and creatinine_2 (crea_2) patient results were obtained on advia 1800 analyzer. The initial results were not reported to the physician(s). The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.